Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
During a catheter revision procedure (see manufacturer¿s report # 3004209178-2015-00959), when they were trying to anchor the catheter, the deploying tool did not work properly. The anchor bunched up on the deployer tip. A different anchor was used. No patient symptoms were reported related to the event. The device system was delivering gablofen.

Manufacturer narrative:
Analysis of the anchor deployment tool revealed the anchor did not properly detach from the ascenda tool, and it was not able to be used. The tool was received with the anchor still attached/stuck on the hypotube. One end of the anchor was folded while attached/stuck to the hypotube. The anomaly was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.